Event description:
It was reported that a remote alert was received from the implantable cardioverter defibrillator (ICD), indicating that the right ventricular (rv) shock impedance measurement had become out-of-range at 132 ohms. Boston scientific technical services (ts) was contacted for review, and it was confirmed that there was no evidence of rv lead noise nor other sensing abnormalities. It was recommended to assess the lead integrity via provocative maneuvers, diagnostic imaging, and potential commanded shock testing. Ts also confirmed that the shock impedance alert limit could be increased to prevent potential future alerts. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a remote alert was received from the implantable cardioverter defibrillator (ICD), indicating that the right ventricular (rv) shock impedance measurement had become out-of-range at 132 ohms. Boston scientific technical services (ts) was contacted for review, and it was confirmed that there was no evidence of rv lead noise nor other sensing abnormalities. It was recommended to assess the lead integrity via provocative maneuvers, diagnostic imaging, and potential commanded shock testing. Ts also confirmed that the shock impedance alert limit could be increased to prevent potential future alerts. The shock alert limit was increased to 150 ohms and the physician continued with normal monitoring. Recently, an additional alert was received for out-of-range shock impedance (>150 ohms). Ts was contacted again and recommended the same troubleshooting options as previously discussed. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.